Manufacturer narrative:
Batch review performed on 26-jan-2022: lot 1820271: (B)(4) items manufactured and released on 04-jun-2018. Expiration date: 2023-05-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional device involved: batch review performed on 26-jan-2022: pedicle screw 03.50.458 bent rod ti 5.5x75mm (k121115) lot 1920015: (B)(4) items manufactured and released on12-aug-2019. Expiration date: 2024-07-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Visual inspection performed by medacta r&d spine project manager: during the visual inspection it has been analyzed: ref. 03.50.458 - bent rod ti 5.5x45mm - lot. 1820271. Ref. 03.50.458 - bent rod ti 5.5x45mm - lot. 1920015. The rod are conforming for the dimensional point of view either for the material. A specific analysis of the material has been performed by the control department and the check (see certificate attached) confirmed the material (ti6al4v). The fracture of the rod seems compatible with the application of flextion-extension load. The root cause of the breakage is unclear.

Event description:
During revision surgery, two must rods were removed and one (pedicle screw 03.50.458, bent rod ti 5.5x75mm, lot 1820271) was discovered to be broken. The primary surgery date is unknown.